Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on october 18, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced an infection and inflammation at abutment site. Subsequently the patient was treated with oral antibiotics on (B)(6) 2017 (duration unknown) however the issue could not be resolved. The infection reoccurred again and the patient was treated with another course of antibiotics. The implanted device remains.

Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previously product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. No ocular inspection of the returned product is therefore deemed necessary. No deviations that explain the reported issue is found. There are no indications that the reported issue is related to any device failure. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, as well as excessive skin thickening and skin growing over the abutment are common complications with baha implants. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue. (B)(4).